Event description:
Event description cpi received information that this endotak endurance lead had dislodged. The physician went in to reposition the lead and discovered the lead was damaged. The lead was removed and replaced with a new lead of the same model.